Manufacturer narrative:
The reported event of pacing problem was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis was performed, including output verification and inspection of the header and connectors which showed normal device characteristics with no anomalies contributing to the reported event of pacing problem. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
The patient presented into clinic and inadequate low-voltage (lv) pacing was suspected from the device. Technical support was contacted and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.